Manufacturer narrative:
The warmer head of the affected iw932jeu cosycot infant warmer is en route to fisher & paykel healthcare ('fph') for inspection. To further assist in our analysis of the cause of the cracks, fph has made a request for photographs of the device for evaluation, as well as the circumstances of damage as reported. We will submit a follow-up report following the receipt of the info requested and completion of our analysis.

Event description:
A hospital reported via a fisher & paykel healthcare rep that the warmer head on an iw932jeu cosycot infant warmer had multiple cracks on its upper case and needed repair. No pt consequence was reported.